Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a hospitalization and to check if the insulin pump was working correctly. Customer's blood glucose reading was 1000 mg/dl at time of event, but was 240 mg/dl during call. Customer stated high reading was caused by multiple illnesses. Customer was treated with manual injections and IV insulin. Customer was wearing device at time of admission. The cause was unknown. Customer performed partial troubleshooting on the insulin pump but no problems were found. Customer was sent a tubing clamp to perform the high pressure test. Nothing was replaced or returned.